Manufacturer narrative:
Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The available information said that internal component of the device, ccd and adapter, got rust. This suggests that fluid invasion might have caused the reported event. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
There were rusts on the adapter and ccd of the subject device. The subject device was used in a hysteroscopy. There was no report of patient injury associated with this event.